Event description:
The resident fell from the sling used with sara flex. The information received suggests that the sling might have been large. The resident stated that she felt that the sling was too loose. The resident then fell, broke her back, and subsequently died. The time between an incident and patient death is unknown.